Event description:
Per the clinic, the patient was involved in a car accident and experienced inflammation and device extrusion at the implant site. Subsequently, antibiotics (type and date not reported) were administered. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It is now reported that the patient underwent revision surgery on (B)(6) 2018. This report is filed on december 11, 2018.